Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Bleeding - face, skin [skin haemorrhage]. Cuts on face near the mouth [skin laceration]. Metal shaft pokes the face under the cheeks by the mouth [skin injury]. Wound - just below the eye area above the mouth [skin wound]. Marks - face [macule]. Scabs - face [scab]. Brush heads flying off the handle, metal piece came out of the brush head in mouth [device breakage]. Case description: consumer contacted via phone and stated that the brush heads were flying off of the handle, and there was a metal piece that had come out of the brush head in his mouth. No serious injury was reported.